Event description:
It was reported that charging port was less responsive and charging cord needed to be moved around for charging to continue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.